Event description:
The customer called technical support (ts) reporting that the device has a dim display. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention nor delay in therapy was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The user interface assembly needs replacing. The scheduled repair completion date is not fixed because the approval of a quote was not obtained.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed liquid crystal display (lcd) assembly was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the lcd assembly into a pil ventilator to duplicate the reported issue. Visual inspection of the lcd assembly revealed no evidence of damage or contamination. The lcd assembly was tested, and the screen was confirmed to be dimmed to the lowest setting. Due to the misalignment of the touch screen, the display dim could not be raised. Once the touch screen calibration was performed the dim control worked as designed. Ac power indicator will turn amber when ac is applied and green light when therapy is selected. The battery led and the alarm led also light. The dim display was caused by misalignment of the touch screen.